Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. An internal insulation breaching the right ventricular cables lumen was noted at 13.2 cm to 14.8 cm from the distal tip. An external insulation abrasion breaching the svc cables lumen was noted at 31.2 cm to 31.4 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another device or feature of the heart. A lead-to-can external insulation abrasion which breached the svc cables lumen was noted at 41.0 cm to 41.3 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.